Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water was not filling from the water bag to an mr290v vented autofeed humidification chamber. This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Device manufacture date: 110124 - 01/24/2011; 101216 - 12/16/2010. Two complaint mr290v chambers, with lot numbers 110124 and 101216, were returned to fph (B)(4) for inspection. Both chambers were visually inspected and performance tested. No physical damage was observed with the returned chambers. When connected to a water bottle, both chambers filled normally and stopped filling below the maximum water level line. The chamber with lot number 110124 filled successfully to about 7 mm above the base while the one with lot number 101216 about 5 mm. We were unable to replicate the reported fault as observed by the hospital staff. No fault was found with the returned chambers as both functioned normally during testing. All chambers are pressure tested before they leave the production line and those that fail are rejected. The user instructions that accompany the mr290 chamber state: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient".